Event description:
It was reported that the pipe line system of the hospital had a problem. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on-site. The ventilator generated alarms for high o2 concentration. No malfunction was found on the ventilator during investigation. The conclusion was that the hospital pipe line system was checked and found to have a problem. The device logs were not received. No investigation has been possible, therefore the root cause of the reported event has not been determined.